Manufacturer narrative:
Result: the penumbra coil 400 pusher assembly was fractured approximately 72.0 cm from the proximal end. The mid-shaft portion of the pusher assembly was fractured approximately 122.5 cm from the proximal end. The pusher assembly was kinked at the distal tip where the mid-joint fracture occurred. The fractured mid-shaft portion of the penumbra coil 400 was not returned for evaluation. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra coil 400 was unable to load inside a px slim delivery microcatheter. The coil would not advance out of the introducer sheath. Evaluation of the returned device indicated that the pusher assembly was fractured in two locations along the hypo-tube. The pusher assembly was also kinked at the distal tip where the mid-joint fracture occurred. The fractures in the pusher assembly was not described in the complaint and without the return of the coil, introducer sheath, and mid-shaft portion distal end of the pusher assembly, the root cause of the problem cannot be determined. The damage to the coil likely occurred during packaging for the return of the device. The penumbra coil 400 devices are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, the physician was unable to advance a penumbra coil 400 from the introducer sheath.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.